Manufacturer narrative:
(B)(4). Additional info will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh received a complaint where it was indicated that during the pt transfer from bed to chair on ceiling lift maxi sky 600, the ceiling installation track made a slight movement. It was reported that the pt bumped down and then up. No detachment of the kwicktrack installation system occurred. After the issue, the pt was being positioned safely into the bed. No injury was reported. The ceiling lift track system was put through a function test by the arjohuntleigh representative that visited the customer site. It was noted that one of three steel attachment points that support the track rail came undone.

Manufacturer narrative:
When the event occurred, the device was used for treatment of a person, and in this way contributed to the adverse event. During transferring the patient from bed to the chair using the maxi sky 600 ceiling lift, one of three anchor points of the kwicktrak rail system (on which the ceiling device was installed) made a slight movement. In this case, caregivers were able to complete the transfer without further issues. No track detachment occurred as it was still supported by two another anchor points. No injury was reported. The track rail involved in this complaint is a linear kwicktrak supported by three anchor points. The hardware structure used to attach these three attachment points is called a 'cathedral structure', and it is made of steel beams. The metal joints of the hardware structure are reinforced by the 'c' struts that are supported by the beam clamps, located at the ends of the 'c' strut. Following the information received and documented in the complaint file, the beam clamp component that support the 'c' struts metal detached from the steel beam and from that perspective the device did not adhere to the specification requirements at the time of the incident. When reviewing similar reportable events for track installation hardware, we have found only one case raised on the similar hardware system: steel construction. The occurrence rate for complaints with this failure is very low. From our product knowledge in part gained from review of previous complaints, there are a limited number of possibilities which can explain the cause of beam clamp disconnection. The following are the main possibilities evaluated for this event: incorrect installation; lack of maintenance or servicing; manufacturing issue; the ceiling track system was not used as per manufacturer recommendations; lift was used to transfer patients whose weight exceeded the safe working load of the installation. Here is how the different possibilities were evaluated: incorrect installation of the steel hardware; the installation records and the photos evidences of original installation were evaluated. There have been found one discrepancy between the drawing and the actual installation performed: each cathedral bracket should be held by two unistrut that are perpendicular to the direction of the slope. On the documents provided, there is only one unistrut that is in line with the slope. Lack of maintenance or servicing: this factor does not seem to be relevant, as the involved installation is eight months old. Incorrect manufacturing error: the installation hardware was being inspected by the arjohuntleigh representative on 18 jun 2015. There were no broken or damaged components found. This factor is considered to be not relevant here. The ceiling track system was not used as per manufacturer recommendations; the weight load test was performed adequately. There is no evidence of using the ceiling system not in accordance to the instruction for use (for example: using the ceiling system to transfer the patients whose weight exceeded the safe working load of the device / installation. This factor is not relevant here. In conclusion: through extensive review, it was not possible to assess with certainty how the beam clamp became loose. Despite one discrepancy between the installation and the technical drawing was found (point. A), this fact do not support the exact cause of the beam clamp detachment, since the method used was considered to be adequate for the intended use. Upon the course of the investigation, it was suggested the incorrect angle of the c unistrut and the clamp may have caused or contributed to the reported outcome. It appears most likely that the steel beam structure in the drawing did not reflect the actual structure of the building, so the installers had to adapt to the building. It can be noted that the installation methods mandated by arjohuntleigh, which includes three brackets for a straight section of track, ensure that the malfunction of one bracket will not necessarily result in the catastrophic failure of the track. In the current case, the two remaining brackets supported the load. This is based on the fact that installation methods have been design as per iso 10535 standards to ensure they can support the safe working load with a safety margin. Note: after the reported issue, the installation hardware system has been enhanced by the arjohuntleigh technicians. On the 29 oct 2015, it was confirmed that the metal beam was drilled to attach the clamp on it, the strut has been bolted and the strut was put under the beam. The same type of improvement has been implemented on all other installation hardware. After that, all ceiling installations have been inspected and all of them passed the test.